Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient was admitted to the hospital. Patient presented with pre-op diagnosis: l4-5 spondylolisthesis. Mechanical complication of l4-5 intervertebral bone graft. Infected left buttock incision. Patient underwent following procedures: right l4-5 extreme lateral approach for anterior interbody arthrodesis. Lateral approach for removal of paraspinal bone graft at l4-5. Placement of anterior intravertebral disk prosthesis. Anterior instrumentation at l4-5 with lateral plate and screws. Electromyographic monitoring of the bilateral l3, l4, l5, s1 nerve roots. Incision and drainage of infected buttock incision with primary closure. As per op note "the l4-5 disk was then cleaned out with a scalpel, pituitary forceps, cobb elevators and curettes. The 10-mm nuvasive coroent cage was filled with rhbmp-2 and tapped into place." Patient tolerated the procedure without any complication. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.